Event description:
No additional information it was reported that bd insyte autoguard had catheter tip damage during use. The following information was provided by the initial reporter, translated from spanish to english: defective sample.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard had catheter tip damage during use. The following information was provided by the initial reporter, translated from spanish to english: defective sample ____ customer provided to us the information below. (26.oct.2023) ¿ has any harm occurred to the patient/healthcare professional (detail)? No, the healthcare professional will identify the catheter with quality problems which he/she discarded and reported to the psp. ¿ could you clarify what the defect was with the product? When using the peripheral catheter no. 22, the catheter with the flowered tip is identified. ¿ was the reported event notified to the regulatory agency? If yes, what would be the registration number? Yes, he reported to invima and was assigned under the number col220918469. ¿ is the sample related to the incident available for analysis? No. ¿ could you send photos of the sample where it is possible to verify the defect? No.